Manufacturer narrative:
An investigation confirmed an issue with the pump's flow. An analysis of the inlet and outlet valves confirmed that both inlet valve and outlet valve required a pull open current that exceeded the specification. Flowonix CAPA 00008 was issued to address pumps that required a pull open hold/open current that exceeded the specification. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
(B)(4). Follow-up report will be submitted once investigation is complete.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was explanted on (B)(6) 2019.